Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had high impedances greater than 40,000 ohms on all contacts (8 ¿ 11) on the left lead, except c-8, which was 712 ohms. Therapy impedance was 699 ohms at 3.772 milliamperes (ma) on the right side and 830 ohms at 1.88 ma on the left side. The patient was programmed on the left with c, 8, and 10. The patient has not had any therapy issues. During an ins replacement for normal battery depletion, it was reported that the healthcare professional (hcp) found one of the connections was loose or never tightened. The high impedance issue has been resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.